Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216 and white residue on air water channel, air water cylinder and auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for scope communication error e216 is traced to component failure. Additionally, the most probable cause for the foreign objects in air water channel, air water cylinder and auxiliary water channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.